Event description:
It was reported during follow up the patients ipg was explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient¿s ipg displayed the end of service message. In turn, the ipg was deemed inoperable. Next course of action is undetermined at this time.